Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient in (B)(6) treated with coolsculpting to bilateral lower abdomen on (B)(6) 2021 using legacy coolmax applicator developed paradoxical adipose hyperplasia (pah) 3 months after treatment.

Event description:
Allergan aesthetics received a report of a patient in hong kong treated with coolsculpting to bilateral lower abdomen on (B)(6) 2021 using legacy coolmax applicator developed paradoxical adipose hyperplasia (pah) 3 months after treatment.

Manufacturer narrative:
Corrected data.